Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: during a basilar tip aneurysm embolization, the surgeon had the complaint product opened, prepped under IFU, then cannulated the aneurysm with the complaint web inside a microcatheter. After the web had been deployed in the aneurysm sac, the surgeon attempted to detach it with no success. He then had the complaint web taken out and had another web opened and detached with no issue. Procedure was successful. No patient injury reported. Complaint product was discarded on site.